Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item # unk, stem, lot # unk; item # unk, head, lot # unk; item # unk, shell, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04950, 0001825034-2018-04951, 0001825034-2018-04952.

Event description:
It was reported that approximately 2 weeks post implantation, the patient has presented with necrosis of a triangular area where the vertical surgical incision intersected with a previous large horizontal curvilinear groin incision. Patient underwent irrigation and debridement of the hip and a wound vac was applied to the wound. Attempts have been made and no further information has been provided.